Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. The device opened without any difficulties noted and the knife reverse button worked properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished psee60a with lot number x94a0l, and no non-conformances were identified. Manufacturing date: 02/12/2022 expiration date: 1/31/2025.

Event description:
Device functioned properly first, but suddenly stopped firing and the whole device became inoperable. The device fired for 1cm and then completely stopped. Knife reverse button wouldn¿t work. Device was manually overrode in order to remove device from human tissue. No further information available. No patient consequences.